Event description:
It was reported that customer experienced repeated cartridge alarms on pump that prevented successful loading of new cartridges and continuation of insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support reviewed proper cartridge loading technique, arranged shipment of replacement pump with updated software, instructed customer to put current pump into storage mode and return it within specified time frame, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.